Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. Device was received with minor scratched display window,cracked display window corners, cracked battery tube threads,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not performed. The device was returned for analysis.